Event description:
It was reported: the patient was found without an optiflow or spo2 sensor at approximately 8:15am on (B)(6) 2022. The team on duty reported that the alarms did not ring. No incident on the patient who could be taken care of.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported: the patient was found without an optiflow or spo2 sensor at approximately 8:15am on 25apr2022. The device was in use on a patient. There was no report of patient or user harm.